Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: unit returned with its original box. The device has the distal tip bent and kinked. Also, the polymer tip is partially detached exposing the corewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-aug-2015. It was reported that crossing difficulties were encountered and the guide wire tip kinked. The 90% stenosed target was located in the moderately tortuous and severely calcified popliteal artery. A 300cm, 8cm v-18 control wire was advanced but failed to cross the lesion and the tip was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, returned device analysis revealed guide wire distal tip detachment.